Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to sacrifice a branch of the vertebral artery using pod4 coils. During the procedure, the physician placed another manufacturer's diagnostic catheter in the target vessel before advancing a px slim delivery microcatheter (px slim) through it. Next, the physician successfully deployed and detached two penumbra coils 400 and a pod4 coil in the target vessel using the px slim. After deploying and detaching the pod4 coil, the flow was shut down; however, the physician wanted to place a fourth coil to insure total blockage. While attempting to deploy an additional pod4 coil in the target vessel, the pod4 coil unintentionally detached almost immediately after exiting the px slim with most of the coil still inside the px slim. It was reported that the px slim actually flipped into a loop inside the vertebral and the physician attempted pulling it back to straighten it out. However, the px slim would not straighten until the diagnostic catheter was slid over it. The physician then wedged the pusher assembly alongside the pod4 coil, the px slim and the diagnostic catheter and pulled them out of the patient. Thereafter, the physician performed another angiogram and was satisfied with the result; therefore, another coil was not necessary and the procedure ended at this point. It should be noted that the physician maintained continuous flush through the rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was detached from its pusher assembly. The outer diameter (od) of the embolization coil and proximal constraint sphere were measured and found to be within specification. The inner diameter (ID) of the distal detachment tip (ddt) was measured and found to be within specification. Conclusions: evaluation of returned devices revealed that the pod4¿s embolization coil was detached from its pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, the distal section of the pusher assembly may elongate, which may extend the distal detachment tip (ddt) beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. Further evaluation of the pod4 revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging the device for return. Evaluation of the px slim revealed that the catheter¿s shaft was ovalized and kinked. These types of damages may have occurred when the physician attempted to retract the px slim to straighten it out after the px slim prolapsed on itself inside the vertebral artery, as was reported in the complaint. Further forceful manipulation of the px slim during repositioning may have contributed to the kinks observed along the catheter shaft. The damage noted on the px slim may have contributed to any resistance experienced by the physician while manipulating the pod4. The od of the embolization coil and proximal constraint sphere were measured and found to be within specification. The ID of the ddt was measured and found to be within specification. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01698.